Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in switzerland. D11: medical product: oxf anat brg lt sm size 3 PMA sml sz 3, catalog #: 159540, lot #: 3602060. Medical product: oxford ph3 cementless fem sz s, catalog #: 154925, lot #: 6328216. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00462-1, 3002806535-2019-00464-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Costumer has claimed that the product has been returned to biomet UK ltd. However the complaint processes unit did not receive the product. Our radiographs were provided with (B)(4). The date on which these radiographs were taken is not known. The femoral component appears sized and positioned correctly in the medio-lateral radiograph. The quality of the provided picture does not allow to confirm whether the tibial component is overhanging posteriorly. The oxford knee surgical technique recommends the tibial tray to be flush or to overhang less than 2 mm posteriorly. Three pictures of bilateral antero-posterior radiographs were provided. The femoral component appears sized and positioned correctly. The tibial tray appears short of the tibial plateau medially. The oxford knee surgical technique recommends the tibial tray to be flush with or to have <2 mm overhang from the medial edge of the tibial plateau. The cause of the reported pain in the lateral compartment could not be identified. The reason for revision could not be confirmed without further radiographic, patient and surgical information being provided. In addition, we have not been provided with any supporting documentation which could provide additional information. The manufacturing history records (mhrs) of the components have been reviewed and do not show any non-conformity, rejection or concession that could be related to the reported event. A review of the complaint database over the last 3 years found 6 similar complaints for item number 159540 (including (B)(4)), further 6 similar complaints for item number 166576 (including (B)(4)) and a further 3 similar complaints for item number 154925 (including (B)(4)). There were no trends identified from the complaint history review. No same lot numbers, no same hospitals and there are no trends in cause. In most cases of the similar complaints, cause could not be established. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports revision due to pain. Risk management report documents the estimated residual risk associated with the device within the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to pain. Pain is documented as a potential harm as an outcome of a number of hazards assessed by the above referenced rmf. Pain is considered a severity of 3: moderate, which as per the severity table listed within the rmr is defined as prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of this complaint (surgical intervention) is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 calendar years prior to event date, being may 2019. For item: 166576 lot: 6277300: sales (may 2016 to may 2019) = 10802 units. Complaints search was conducted for events occurring between may 2016 to may 2019 for item 166576. 6 other complaints were identified for this item number including (B)(4). This is considered an acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of 3 ((B)(4) is considered an occurrence score of 3 occasional: (B)(4)). The highest occurrence score associated with the harm of pain is 3 ((B)(4) to (B)(4)). Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.

Event description:
It was reported that a patient underwent an initial replacement surgery. Subsequently, a revision procedure was performed due to lateral side pain.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: medical product:oxf anat brg lt sm size 3 PMA sml sz 3, catalog #:159540, lot #: 3602060, medical product: oxford ph3 cementless fem sz s, catalog #:154925, lot #: 6328216. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00462, 3002806535-2019-00464. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Left oxford knee revision due to pain on the lateral side.